Manufacturer narrative:
The instruments and tray present during the time of the reported event were discarded. Steris requested the indicator be returned for evaluation however, the indicator was disposed of by user facility personnel. Without being able to physically evaluate the indicator steris is unable to determine a root cause of the event. The labeling for the verify integrating indicator states: "place a verify steam integrating indicator in the center of each pack or load and process..." The DHR for the lot number was reviewed and no issues were noted. In addition, final quality testing identified no leaking indicators. No additional issues have been reported.

Event description:
The user facility reported that the indicator leaked during a sterilization cycle. The indicator leaked a blue dye subsequently causing staining to the instruments and tray. No injuries were reported. A procedural delay was reported as another tray of sterilized instruments had to be retrieved for use in a patient procedure.